Event description:
The customer reported that the display was white and not readable.

Manufacturer narrative:
The customer reported that the display was white and not readable. The device was returned to the facility, and evaluated by the philips repair bench on 08/27/09. The reported symptom was duplicated. The technician found that the system was hanging up, due to a defective processor pca. He replaced the processor pca to resolve this issue.